Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a colonoscopy procedure to treat an active bleed in the colon. The event was initially reported as a failure for the clip to release from the delivery catheter. Clarification from the complainant revealed that the clip would not close onto the tissue. It was confirmed that there was no attempt to release the clip from the catheter. This is not a reportable event as there is no potential for serious injury. The clip was retracted back into the over sheath and removed from the patient. A second resolution clip was used to complete the procedure with no reported complications for the patient.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a colonoscopy procedure to treat an active bleed in the colon. According to the complainant, during the colonoscopy procedure, the resolution clip was inserted into the colonoscope and positioned within the colon to treat an active bleed. However, during clip placement, the clip prematurely locked closed. When the operator attempted to deploy the clip, the clip failed to release off the catheter. The entire clipping device was removed from the patient. It was reported that there was no visible damage to the device. There were no patient complications as a result of this event. The patient was reported to be "fine" post procedure. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful to date. If this information becomes available, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The event description has been revised to reflect the change in reportability.